Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted on an unknown date. It was reported on an unknown date follow up CT identified a suspected type ia endoeak. Approximatley 1 year post the index procedure intervention was completed with heli-fx endoanchors. The applier (sa-85 0010563178) and guide were prepared as per the IFU. They were inserted through a non mdt 16fr sheath with no issue noted. The first endoanchor was deployed however for the next endoanchor the guide catheter was difficult to rotate. A new c- arm angle was engaged and another endoanchor was attempted to be deployed however the sa-85 showed a flashing blue light. Both devices where removed and this was when it was noted that the catheters of both devices where damaged. Two new devices were prepped and used. The second applier (sa-85 0010770793) andguide catheter were opened and prepared. The guide catheter was inserted into the patient through the non mdt 16fr sheath. The guide catheter and applier were maneuvered to deploy the endoanchor however both devices failed to rotate. These were removed from the patient and damage was identified in the catheters. The procedure was then abandoned. Per the physician the cause of the damage was anatomy related due to an angulated common iliac artery. It was noted this may have caused friction on the catheter inside the 16fr dry seal sheath which caused the catheter to incur damage. The cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.